Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had an external driveline fracture that was draining purulent fluid. The pt had an on-going driveline infection that was previously treated with IV abx. CT scans previously eluded ot the fact that the infection was tunneling from the exit site to the pump pocket. There was no alarms or pump issues. In an effort to avoid electrical damage and potentially resolve long-term infection, the surgeon exchanged the pump via a subcostal approach. Upon inspection, there was infection present in the driveline tunnel and pump pocket. A washout with tobramycin and vancomycin was performed and the pump was replaced. There was a definite fracture in the pump end bend relief.

Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.